Event description:
Customer reported unit will not power on. They have replaced batteries with a new supply. No signs of battery leakage or corrosion. One of the battery springs looks bent. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the reported issue of no power. The unit was found to have bent battery springs and voice message and custom message did not play instead a clicking noise played. Note: instructions for use states: carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not ot damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).